Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8, states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-02447 / 3002806535-2015-00529). Product remains implanted.

Event description:
A patient enrolled in a clinical study experienced left hip dislocation approximately 21 days post-implantation. The patient underwent a closed reduction procedure on an unknown date.